Manufacturer narrative:
Event date: unknown, assumed 1st day of the month that complaint was reported. Photographic evidence. Based on the photographic evidence, the event description of a cartridge pan in the channel can be confirmed. Hands on device and cartridge analysis may provide the evidence necessary to determine the cause of the reported complaint.

Event description:
It was reported that during a laparoscopic appendectomy procedure, the device fired fine on the first firing with a white cartridge. When attempting to load the second cartridge, it could not be loaded. It looked like there was something sticking out of the proximal jaw; it was believed to be the metal cartridge pan of the previous reload. Case completed with another device of the same product code. There were no patient consequences reported.